Manufacturer narrative:
¿This case is part of a remediation performed by stryker following the acquisition of artelon company.

Event description:
The patient had started pt. During one of the sessions the therapist twisted her ankle to quickly and she felt a pop. At that point she went to go see dr. (B)(6). He tried to her conservatively for weeks before taking her back into surgery. Once in it was hard to tell where it had rupture from. Most likely the fibula side.

Manufacturer narrative:
H6 results code, conclusion code this investigation is part of the artelon remediation aiming to transfer the data history into tw. An investigation of this case has already been performed by artelon - please refer to attachement. The conclusion of the investigation states "complaint mode is likely due to user error in rehabilitation. Physical therapy is part of standard of care for recovery post surgery, however aggressive stress and strain on the new repair can result in detachment. User reported that the therapist "twisted her ankle suddenly" which likely resulted in detachment of the tendon from the bone. Dr (B)(6) has used 31 devices from the same lot of product without incident; indicating that the product meets user needs and specifications."

Event description:
The patient had started pt. During one of the sessions the therapist twisted her ankle to quickly and she felt a pop. At that point she went to go see dr. (B)(6) . He tried to her conservatively for weeks before taking her back into surgery. Once in it was hard to tell where it had rupture from. Most likely the fibula side.